Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery, an ophthalmic phacoemulsification handpiece heated up and had no ultrasounds. The surgery was completed without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the surgery was completed by using another handpiece.

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment revealed a discolored connector, dented irrigation line, and discolored cable. The returned sample was connected to a calibrated cataract system. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications per manufacturing test procedure (mtp). Testing found the handpiece to meet specifications per mtp. Therefore, the customer reported event was not able to be confirmed. Unrelated to the reported event, a visual assessment revealed a discolored connector, dented irrigation line, and discolored cable. However, how, or when these nonconformities occurred remains inconclusive. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation was not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).